Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient has experienced warmth and feeling of overstimulation near the ipg. In addition, the ipg is unable to communicate with the external device. An x-ray was taken and showed no anomalies. Longevity calculations show 91 months for estimated longevity and ipg has been implanted for 47 months. No further intervention is planned at this time. Concomitant device: model 3186, scs lead, implanted (B)(6) 2012.